Manufacturer narrative:
Device eval summary - device eval of electrode belt sn (B)(4) has been completed. The reported problem (code 204 / code 107 / cannot be used) has been confirmed. As received, the belt failed incoming testing. Upon eval, there was an open along the green (3.3v) wire in the trunk cable. The cause of the incoming test failure and the reported issues is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the open wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the trunk cable. No adverse event resulted from the damaged electrode belt wire. The pt was issued a replacement electrode belt.

Event description:
A (B)(6) male pt's wife contacted zoll customer support to report that the device was prompting 'cannot be used, call for service, code 204, 107'. The pt was issued a replacement electrode belt.